Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. This MDR submission is a duplicate. Please refer to MDR #3006575795-2024-00788 for complete information and details. Reference to complaint # (B)(4).

Event description:
On 08/26/2024, znyo medical received a report from a customer reporting that the pressure sensor 30psi had failed. The original value: 368 had a test result of 16.12psi, requested value was 315 which had a test result of 31.84psi. No patient involvement, discovered during testing.

Manufacturer narrative:
Device return requested. There are previous complaints on this device not related to this issue. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).